Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump kept alarming with motor error when he sometimes tries to bolus; the motor errors have occurred for the past four or five months. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer was unable to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was out of warranty and the customer did not want to pay for another pump; no products were shipped or returned since the customer stated that he will use syringes to treat from now on.